Event description:
Patient reported left pain, ¿wrinkles" and fluid. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 06/15/2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ wrinkling: observed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device.

Event description:
Device was explanted.

Event description:
Patient later reported "there is seroma". Previous medwatch submission noted left side rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side pain, "wrinkles", and "breast fluid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, d6b, h6.

Manufacturer narrative:
Visual analysis of the photographs identified. Wrinkling of the skin: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Device wrinkling: not observed. Breast pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left pain. ¿both breasts shows wrinkles" and fluid. Device was explanted.